Event description:
This pt offered no complaints pre-treatment. Treatment was initiated at 6:50 am. At 7:40 her blood pressure dropped to 90 palp. The machine was placed in pause mode and 200 ml of normal saline was administered. At 7:55 her blood pressure dropped to 80/palp. The machine was again put in the pause mode and additional nswas given. The charge nurse was notified. The pt became diaphoretic and her heart decreased to 60.